Manufacturer narrative:
Manufacturer's investigation conclusion: the report of device thrombosis could not be confirmed as no product was returned for evaluation, and no images were provided by the account. Information received stated that the hospital was contacted but would not provide any additional information related to the event. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) . The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hmii lvas instructions for use (IFU) is currently available. The IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU outlines indications of pump thrombosis and how to respond to such events. This document also provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 due to device thrombus. Heparin was administered and the patient was discharged on (B)(6) 2019.